Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump did not respond to the stop button; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the stop is non valid was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective/inoperable pump head module stop key. The pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.